Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effects of death and surgical procedure are listed in the graftmaster rx coronary stent graft system, instructions for use, as known patient effects that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster device (failure to cross) referenced is being filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2020 this was a percutaneous coronary intervention to treat a perforation in the left circumflex coronary artery. A small pericardial effusion was noted on the echocardiogram. The 3.5x26 mm graftmaster stent delivery system (sds) was inserted, but it was unable to cross the left main artery due to the bulkiness of the stent, the patient anatomy and the severe calcification in the lesion. This sds was removed from the patient. The 2.8x19 mm graftmaster sds was inserted and advanced to the left circumflex coronary artery but got stuck, so it was unable to advance to the perforation. During removal of the sds, the stent dislodged from the sds and remained in the left main/circumflex. A balloon dilatation catheter was inserted distal to the dislodged stent and the balloon was inflated; it was then attempt to track the dislodged stent back with the balloon, but that was not successful. The patient was taken to surgery and expired on (B)(6) 2020 from biventricular heart failure and cardiac tamponade. No additional information was provided.